Event description:
A patient reports getting "add gel or replace belt" messages. A review of the downloaded data revealed a "gel released" flag at start-up in june but no evidence of alarms, arrhythmias, or treatment. A replacement electrode belt was provided.